Event description:
During the implant procedure, the patient experienced excessive bleeding from the ranine vein when the physician was using bipolar electrocautery. Physician applied direct pressure and packed the area with surgicel stop the bleeding. This resolved the issue.